Event description:
There were 2 ball-bearing missing. The concern is that some of these balls may be loose and lost in the airway. Also, without a ball bearing the laryngoscopy light may not turn on. This is how the problem was discovered.these laryngoscopy blades have bearing-balls for securing the blade to the laryngoscopy handle. The problem was discovered because the light of the laryngoscope could not turn on. There was no patient harm in this event.there is concern that the sterilizing process for the blades (which involves heat changes) may damage the blade bearing-ball.